Event description:
It was reported that the 9400 system had a pre-charge error message code displayed. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.